Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with loss of capture in their left ventricular (lv) lead. Flourosopy confirmed that the lead had pulled back and dislodged. Lead explant was discussed, but not performed as of yet. The patient was stable.